Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had blank display. The customer¿s blood glucose level unknown at the time of the incident. Customer stated that the battery compartment of insulin pump was damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.